Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Right thr dr (B)(6) 2017. Primary (B)(6) 2016 this is patient's 1st revision; the pinnacle liner had dissociated from the pinnacle cup. The liner and head were replaced. The surgeon was unsure then if the liner had been fully impacted during the primary procedure. Male patient; (B)(6). (B)(6) 2016; (B)(6) 2017; unknown affected hip.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.